Event description:
Customer reported that pt sample typed as rh negative using abd/reverse typing gel card in january 2002 (lot #071701037-05) and rh negative in march 2002 (lot #071701037-09). Pt returned in august for dose of rhogam. Pt types as rh positive (2+ to 4+) using lot 070302037-03 and 070302037-12. Pt received a dose of rhogam in march 2002 and august 2002. There was no report of harm as a result of this event.